Event description:
Boston scientific corporation became aware of an event in which the plan was to stent across a broad neck aneurysm. The stent partially deployed and the microdelivery catheter could not be withdrawn for complete delivery and placement of stent. The entire system was withdrawn and stent deployed in the rotating hemostatic valve. Another stent was subsequently placed with ease and without complication.